Manufacturer narrative:
Per the tandem user guide, "check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) of approximately 42 mg/dl. Reportedly, customer over corrected for bg and set a temporary basal rate for too long. Bg was treated by drinking soda. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.